Manufacturer narrative:
Reportedly there was no patient involvement. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: october 30, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that parts were detected as damaged during internal inspection of loaner kits. Reportedly there was no patient or procedure involvement. This report is for a screwdriver that was stripped. This is report 13 of 20 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: a visual inspection under 5x magnification, functional test, drawing review, and dimensional analysis were performed as part of this investigation. A definitive root cause cannot be identified with the limited complaint details. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. The screwdriver was returned with the distal tip twisted as a result of a counterclockwise force. It is unlikely that the design contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was received by the manufacturer, it was noted that the device had a stripped and twisted distal hexagonal tip.